Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On (B)(6) 2011 at 2235, the device was programmed to deliver an unspecified concentration of citarabine, at a rate of 22.7ml/hr, for a duration of 22 hours, and the delivery was started. No further programming parameters were provided. On (B)(6) 2011 at 0900, the device alarmed that the delivery was complete. At this time, the nurse noted the device displayed a rate of 125ml/hr. Reportedly, the device delivered at 125ml/hr for approx 3 hours. There was no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).